Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, value was not provided and the cause was not known. The customer contacted emergency medical technicians, who provided the customer with glucagon injections and intravenous fluids at home. Reportedly the customer loss consciousness. Customer has been communicating with their healthcare provider regarding diabetes management.